Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00015.

Event description:
Allegedly, patient was experiencing pain; revised modular neck only-corrosion at the stem-neck interface.